Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. Device evaluation summary was completed on july 1, 2020. The device was visually inspected and it was found with a dark color observed under the pebax. A second closer inspection was performed and it was found with reddish material inside the pebax. A sem analysis was performed and a hole at the pebax was found. The returned device was then evaluated for a temperature test and the thermocouple does not have readings. A failure analysis was performed and it was found that there was a loss of electrical resistance from the cut to the dome creating the temperature issue. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The issue not displaying temperature was confirmed during analysis. The root cause of the damage on the pebax cannot be related to the manufacturing process since there was evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. This temperature failure was previously investigated and does not represent any patient safety impact as it will result in the catheter not being able to read temperature and thus, the catheter not being able to deliver radio frequency energy to ablate. In this scenario, the catheter will need to be removed and replaced, causing a procedural delay and customer annoyance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that while performing an accessory pathway ablation, the catheter was not displaying a temperature on the smartablate generator. They received an error message saying, "no temperature sensor available." The cable was exchanged and the issue persisted. The catheter was exchanged and the issue was resolved. The smartablate generator was working per specifications. The catheter has been determined to be the root cause of the complaint. No patient consequence was reported. The catheter not displaying a temperature with an error message was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation. The initial visual inspection was performed and on june 5, 2020 dark color was observed under the pebax. The foreign material under the pebax was assessed as not reportable. However, there is no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During further evaluation on june 29, 2020, reddish material was found inside the pebax. Scanning electron microscope (sem) analysis was performed. Evidence was found of mechanical damage and a hole on the pebax surface. Object that caused the damage was unknown. No other anomalies were observed. The hole on the pebax was assessed as a MDR reportable issue. The awareness date of this finding is june 29, 2020.